Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. It was reported that the pt had a very small vagus nerve. The pt was scheduled for x-rays. Investigation to date has been unable to determine whether there is a break in the lead, a connection problem between the lead and the generator, or whether the lead electrodes are making appropriate contact with the pt's small vagus nerve.